Manufacturer narrative:
Upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. In-depth analysis of the returned unit revealed that the confirmed issue is due to a short circuit between the printed circuit board (pcb) and the ground. The root cause of this short circuit is most probably associated to an issue at the manufacturing level.

Event description:
Reportedly, the status light remains orange. The installation cannot be performed even though the network is correct.